Event description:
Catheter damaged during puncture. This occurred in two cases. According to the sales representative's assessment, it is considered that when the puncture was performed again, the cannula cased damage to the catheter. No additional information provided.